Event description:
(B)(6) received information that approximately 8 years and 8 months following the implant of this surgical aortic valve, a transcatheter aortic valve replacement (tavr) was performed. No additional information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).